Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that there was no damage and the tip was not deployed properly. There was no damage observed to the pushwire. The implementing physician also said that the cause of the deployment failure is unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to deploy in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right c2 with a max diameter of 15 mm and a 8 mm neck diameter. The landing zone was 2.7 mm distally and 3.4 mm proximally. It was noted the patient's vessel tortuosity was strong. Postoperative findings related to blood flow contrast showed no issue. It was reported that after guiding phenom 27 to m2 and delivering the product, an attempt was made to start deployment with m1, but the tip part did not open and there was also some breakage, as a precaution, it was collected, the size was changed and the operation was performed again, and the placement was completed successfully. The pipeline was not used as an indication that was off-label. The device was prepared as indicated in the package insert. It was reported there was a deployment failure in the distal stent region. The pipeline was positioned in a proximal bend more than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed two times or less. There was not an operation or another device used to deploy the stent. The stent was removed from the patient's body by resheathing and retrieving with the microcatheter. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a 6f xf sheath, a 6f xf guide catheter, phenom 27 microcatheter, and chikai 14 guidewire.